Manufacturer narrative:
The product is not available for evaluation and testing. As reported, the patient had an unknown cypher stent implanted in an unknown vessel during the index procedure due to a minor blockage as treatment. Approximately two years ago or ten (10) years after the index procedure, the patient had an angioplasty in an unknown vessel. No further information was obtained at this time. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. There are possible patient, vessel, and pharmacological factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported by the patient/initial reporter through the medical affairs department indicated that the patient had an unknown cypher stent implanted in an unknown vessel during the index procedure due to a minor blockage as treatment. Approximately three (3) years ago or approximately nine (9) years after the index procedure, the patient experienced an unknown adverse event (ae) and was prescribed bystolic 10mg daily by a cardiologist. Approximately two years ago or ten (10) years after the index procedure, the patient had an angioplasty in an unknown vessel. No further information was obtained at this time. Multiple attempts to obtain additional information were unsuccessful.